Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. D4 - UDI# - the UDI # was not provided and is unknown at this time.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's map (mean airway pressure) was fluctuating. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
It was reported that the map was fluctuating by about 2 cmh2o while the device was running on a patient. Since this can sometimes be caused by moisture in the pressure sensing line, the user was asked to check for water intrusion. The customer confirmed there was no sign of moisture. To troubleshoot further, the user performed a pressure xdcr calibration. After recalibrating, the map readings stabilized, and the issue was resolved.